Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was in a extended position. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during a routine follow-up, the ra lead was found to be dislodged. The physician made several times to reposition the lead, but had difficulty maneuvering the lead inside the atrium. The lead was exchanged for a new one, and the procedure was completed successfully, and without further complications. No adverse patient effects were reported.